Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Manufacturer narrative:
Insulin pump alarmed during the basic occlusion test due to a protruded/loose drive support disk. Unable to complete functional testing due to the alarm. All operating currents are within specifications and no battery alarms were observed. A scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker noted.

Event description:
It was reported that the customer's insulin pump alarmed and the end cap sticker was missing. The blood glucose reading was 78mg/dl. Troubleshooting was performed, and the driver support cap was sticking out. Advised the mother to discontinue the use of the device and revert to back up plan. No further information was provided.